Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer was hospitalized due to high blood glucose with unconsciousness on (B)(6) 2020. The blood glucose at the time of the incident was 400 mg/dl and the other blood glucose values were provided as 449 mg/dl and 535 mg/dl. The customer also stated that, the insulin pump had an alert and that was able to clear the alert. Customer was able to run auto test and insulin pump passed. The insulin pump will not be returned for analysis.